Manufacturer narrative:
Inratio prevision data provided by end-user lot 070163: first test inr = >7.5 second test inr = 3.5. Mean = unable to be determined ; sd = unable to be determined; %cv = unable to be determined. The %cv cannot be determined because one of the inratio results was >7.5. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time. Per internal protocol 4 retained strip 070163 were tested for precision. The acceptance criteria is as follows: if the %cv is less than or equal to 16%, then it meets the criteria for precision. If both samples pass for each lot then no further action is required. If one lot fails, then additional testing will be performed with 2 more normal donors. If both samples fail on any lot or if any lot fails additional testing, then a review of trending data will be performed and a course of action taken. Results of retained test strip (lot 070163) performed in 2007, are as follows: based on the above test results, the retain strip lot 070163 meets the criteria for strip precision.

Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = >7.5 second test inr = 3.5.